Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 317-339 mg/dl. Customer alleged pump/bolus was not keeping bg in the target range. Insulin injections and bolus delivering were used to address bg. Infusion set tubing and site were changed. Customer was treated in the emergency room (ER) with 2 bags of fluid. After approximately 4.5 hours, customer left the ER with an improved condition with a bg of 235 mg/dl. System check was performed with tandem technical support, no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.